Event description:
The patient was enrolled and treated in the study in 2008, with a precise stent to the left ostium carotid artery. There were no reported product malfunctions or neurological events experienced during the procedure. The patient was subsequently discharged without any documented adverse events. There were no adverse events documented on the patient's 30 day follow-up. Four months later, the patient reportedly deceased. The cause of death is unknown. The event was documented as unrelated to the index procedure and the cordis product. The patient's cause of death is unknown. There is no further information available.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.